Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the outer shaft was broken. A 135/10 renegade¿ hi-flo¿ kit was selected to be used. When the device was removed from the package, it was noted that the outer shaft was broken in several places. The procedure was completed with another of the same device. No patient complications were reported.